Event description:
A caller reported that a malfunction occurred on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was in warranty, with a new one that has updated software. The caller was provided with instructions for storage mode, and advised on the steps needed for using the replacement pump. The caller was instructed to return the malfunctioning pump to tandem using a provided return box and pre-paid label, and understood and acknowledged these instructions.